Manufacturer narrative:
During the site visit, the field service representative (fsr) replaced the leaking tubing, peristaltic head (rohs) (ln 7-35009685-02) which resolved the issue. Return testing was not completed as returns were not available. A review of the architect c8000, serial number (B)(4), analyzer's service history identified no contributing factors to the current complaint. There have been no further customer reports regarding discrepant results since the part was replaced. The architect system operations manual addresses operational precautions, limitations and troubleshooting of the fluidics subsystem, and troubleshooting of elevated and erratic sample results. A 12-month review of tickets for the tubing, peristaltic head (rohs) did not identify any trends regarding the current complaint issue. A product monitoring review of the architect c8000 platform found no trends associated with the discrepant results described in this complaint. Based on the investigation no product deficiency was identified for either the architect c8000 processing module, sn (B)(4), or the tubing, peristaltic head (rohs) (ln 7-35009685-02).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No additional patient information was provided by the customer.

Event description:
The customer reported a falsely elevated magnesium result on one patient generated on the architect analyzer. The results provided were: on (B)(6) 2020 pt#1 initial = 8.2mg/dl / retest = 2.1mg/dl (normal range 1.6-2.6mg/dl). There was no reported impact to patient management.